Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2019, the 23mm trifecta valve was observed with severe aortic insufficiency and the left coronary cusp and part of the right coronary cusp had dehisced. Prosthetic gradients were observed with a normal level. The team elected to complete avr due to concern of coronary occlusion from the leaflets. Bypasses to the right coronary artery, and left anterior descending were patent. A 23mm aortic inspiris resilia was implanted without difficulty. The case was reported uneventful and the patient went home on pod 5. Cor-knot sutures were used with the initial valve.

Manufacturer narrative:
An event of aortic insufficiency, dehisced left coronary cusp, and part of the right coronary cusp dehisced was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2019, the 23mm trifecta valve was observed with severe aortic insufficiency and torn leaflets. Prosthetic gradients were observed with a normal level. The team elected to complete avr due to concern of coronary occlusion from the leaflets. Bypasses to the right coronary artery, and left anterior descending were patent. A 23 mm aortic inspiris resilia was implanted without difficulty. The case was reported uneventful and the patient went home on pod 5.